Event description:
The customer stated that her meter was giving her low readings. She had received a reading of 5.6 and interpreted the reading as 56 mg/dl. After verifying the meter was set in mmo1/l, the customer was able to reset the meter to mg/dl with assistance. The customer did not allege any adverse events due to the mmo1/l readings. The meter was returned for evaluation. It performed according to specifications. A replacement meter was sent to the customer.